Event description:
It was reported the insulin pump has been alarming on and off for about three days. Customer reported the alarm happened after changing the sensor twice. Customer states he has had the device for ten years and this was the first time he experienced the current issue. Customer states the alarm was a off, it occurs every third, second, or every hour. Automatic alarms were check on the device and that was not issue. Customer was advised the device will be replaced. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.